Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead was plugged into the right atrial (ra) port. During implant one month ago, the initial location of the lv lead had stimulation and loss of capture. The lead was repositioned prior to wound closure, where the final location had impedance values of 1890 ohms. The lv lead had now triggered a lead safety switch, as there was high out of range impedance values greater than 2000 ohms. The lead was in unipolar, and the plan was to increase the out of range limit to 3000 ohms. Lead remains in service. No adverse patient effects were reported.